Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, following deployment of the locator wings, the wings would not stay in the open position. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The patient was reported as being thin.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint of the vlw prematurely collapsing and failing to deploy could not be confirmed. The returned device was received partially deployed and in the safety release activated state, noted by the spring retainer visible at the proximal end of the device, with the device plunger and vessel locator wings (vlw) both retracted. The thumb advancer and delivery tube set had been partially distally deployed, partially splitting the sheath in the process. The remainder of the sheath was un-slit with the vessel locator retracted in the distal end of the sheath. There was no detected external anomaly or damage. The positions of the thumb advancer and the delivery tube in relation to the split in the sheath indicated the thumb advancer/delivery tube set had been retracted from their original distal deployed positions. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.